Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the diagnostic procedure was delayed by 60 minutes but was successfully completed using the same system. The philips field service engineer (fse) inspected the system onsite and identified there was a firmware issue in the power unit card after a power fluctuation. Analysis of the log analysis revealed hospital had issue with mains power input. To resolve this issue, fse reloaded the firmware in the power unit card. After which, the system was returned to use in good working order. The codes have been updated based on the investigation's outcome.

Event description:
It was reported to philips that the system was unable to start up after a power fluctuation. The device was in clinical use at the time of reported event. No harm was reported to philips.